Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure with a mentor breast implant of unknown type and experienced an unknown event on unknown side breast implant. As a result, the patient will undergo removal of implant on (B)(6) 2018.

Manufacturer narrative:
Mentor received additional information indicating the left breast implant was ruptured, which was confirmed via MRI. The additional information also indicates that the product was a gel mentor breast implant of unknown type and that the procedure was a primary breast augmentation. The mentor account number was also provided in the additional information. (B)(4).

Manufacturer narrative:
On 3/7/2019, device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. Red material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab identified a partial delamination of the shell to patch junction. The cause of the delamination could not be determined. No other anomalies were discovered. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/21/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).